Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis and was put on ventilator. No additional information was provided and the customer declined troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.